Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The keypad connector was found close properly during our visual inspection. The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he received several weak signal and lost sensor alarms. The insulin pump also alarmed failed battery test and battery out limit. Customer's blood glucose level was 50 mg/dl. His low blood glucose level was caused by not eating. On (B)(6) 2016 the customer was unable to bring his blood glucose level down so he decided to go to the emergency room. The customer had a diabetic ketoacidosis three times before. Customer's blood glucose level was 487 mg/dl. He attempted to treat his blood glucose level with the insulin pump. The customer was nauseous, vomiting, had abdominal pain, and difficulty breathing. In the hospital they flushed his system with fluids and was told to monitor his blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. The customer received several motor error and 4 no delivery alarms. The customer received a motor position encoder error alarm. The device was not returned.